Event description:
It was reported that the transbuccal drill broke during surgery. The broken part was subsequently left in the patient and was only noticed on the post operation x-ray. The customer reports that it was necessary for the patient to have a second operation on (B)(6) to remove the broken part of the drill. The second procedure was successfully completed and the patient is now fine.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could not be confirmed because the product was discarded. Because the affected device was not returned for investigation, it is not possible to perform product specific examinations and the root cause for the reported event can not be determined. Indications for any systematic product problem were not determined in the investigation.

Event description:
It was reported that the transbuccal drill broke during surgery. The broken part was subsequently left in the patient and was only noticed on the post operation x-ray. The customer reports that it was necessary for the patient to have a second operation on (B)(6) to remove the broken part of the drill. The second procedure was successfully completed and the patient is now fine.